Manufacturer narrative:
The device was received for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The evaluator found the pump to function as intended and the thermistors remained within range while running a loaded set. The device was found within specification in relation to the customer reported system error 345 which was not reproduced. A review of the event history log identified multiple events of system error 345. The cause was thermistors remained within range. There was no hardware or software abnormalities found to cause the error. The upstream sensor was replaced per procedure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). The process step was not provided by the reporter. There was no patient involvement. No additional information is available.